Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 27-feb-2023. The device evaluation was completed on 03-mar-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned device revealed that no damage was observed. The hemostatic valve was observed and it was found on its place without damage. The returned sample was connected to a syringe with water and no leakage was observed. Then the irrigation test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and issues occurred of air flowed back into the side port and a hemostatic valve separation issue. While aspirating with the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, it was not aspirating from the tip of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was aspirating from the back of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. They were able to visualize the issue. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued without further issues. There was no patient consequence reported. Additional information was received. The hemostatic valve broke/separated. The hemostatic valve did not dislodge inside the hub nor outside of the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body that they know of because they found the air aspirating outside the side port. There was no patient consequence. Did not require treatment. No blood return was observed. The event was assessed as MDR reportable for both air flowed back into the side port and a hemostatic valve separation issue.